Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the patient pump during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a technician investigated the device and traced the failure back to the patient pump 2. The part was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the pump failure is a bearing damage due to the environmental condition in which the pump operates such as water infiltration/water formation due to condensation and high temperatures and high level of humidity.